Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the lipids would not infuse past the filter requiring the lipids to have to be primed multiple times could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20105848 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20105848 regarding item #2202-0007.

Event description:
It was reported that 2 as lvp 20d 1.2m had flow issues during use. The following was reported by the initial reporter: "bag of newly primed lipids would not infuse past the filter, requiring the lipids to be primed a second and then third time to finally get them infusing without an "occluded" warning. Patient had a new bag of lipids due. This rn (unit tl (team lead)) primed the lipids with correct tubing, however the lipids would not prime past the lipid filter without requiring force (had to put the lipid tubing on the alaris pump to finish priming them). When lipids were connected to the patient, they continuously beeped off 'occluded', even after: troubleshooting to ensure an absence of kinks m the line, after flushing the cvc with no resistance, and changing the alaris pump channel. This nurse then re-primed the lipids with new lipid tubing, and was unable to prime the lipids past the filter again. To minimize entry into the sterile lipid bag, this nurse and the bedside nurse decided to prime the lipids a third time with regular IV tubing. The lipids then infused with no issues, leading us to believe the issue was with the filters of the lipid tubing. Tubing and tubing packaging was saved for this icare and management follow up."

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 2 as lvp 20d 1.2m had flow issues during use. The following was reported by the initial reporter: "bag of newly primed lipids would not infuse past the filter, requiring the lipids to be primed a second and then third time to finally get them infusing without an "occluded" warning. Patient had a new bag of lipids due. This rn (unit tl (team lead)) primed the lipids with correct tubing, however the lipids would not prime past the lipid filter without requiring force (had to put the lipid tubing on the alaris pump to finish priming them). When lipids were connected to the patient, they continuously beeped off 'occluded', even after: troubleshooting to ensure an absence of kinks m the line, after flushing the cvc with no resistance, and changing the alaris pump channel. This nurse then re-primed the lipids with new lipid tubing, and was unable to prime the lipids past the filter again. To minimize entry into the sterile lipid bag, this nurse and the bedside nurse decided to prime the lipids a third time with regular IV tubing. The lipids then infused with no issues, leading us to believe the issue was with the filters of the lipid tubing. Tubing and tubing packaging was saved for this icare and management follow up."